Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2017 a caller (customer¿s niece) reported that the customer¿s adc blood glucose meter was displaying an error-4 message upon test strip insertion. On (B)(6) 2017 a caller (nurse) stated that the customer had not received the replacement meter. The caller reported that on saturday (date not specified) at 11:00 am, the customer was taken to a health care provider because she had no other means of testing. The caller further reported that the customer had experienced a loss of consciousness. Prior to the loss of consciousness, the customer had treated herself with ¿too much¿ insulin (5 units, nph sliding scale). The customer was diagnosed with hypoglycemia (no test result was provided), and treated with a glucose tablet at 11:15 am by the health care provider. A blood glucose test was performed at 11:30 am with a result of 140 mg/dl (caller was unsure if this was from a lab or an hcp meter). The customer was sent home at 12 noon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned , a device history record (DHR) review of the meter was requested. The DHR for meter serial (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. In addition, retained test strip samples from the same lot reported by the customer (1621506) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
On (B)(6) 2017 a caller (customer¿s niece) reported that the customer¿s adc blood glucose meter was displaying an error-4 message upon test strip insertion. On (B)(6) 2017 a caller (nurse) stated that the customer had not received the replacement meter. The caller reported that on saturday (date not specified) at 11:00 am the customer was taken to a health care provider because she had no other means of testing. The caller further reported that the customer had experienced a loss of consciousness. Prior to the loss of consciousness, the customer had treated herself with ¿too much¿ insulin (5 units, nph sliding scale). The customer was diagnosed with hypoglycemia (no test result was provided), and treated with a glucose tablet at 11:15 am by the health care provider. A blood glucose test was performed at 11:30 am with a result of 140 mg/dl (caller was unsure if this was from a lab or an hcp meter). The customer was sent home at 12 noon. There was no report of death or permanent injury associated with this event.